Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred, vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending artery. After engaging the lesion with a 6f ebu non-bsc guiding catheter and crossed with a non-bsc guide wire, pre-dilatation was sequentially performed with 2x10mm and 2.5x12mm non-bsc balloon catheters. Subsequently, the physician advanced a 2.50x28mm promus element¿ drug-eluting stent in a repeated attempt. However, the device was unable to cross the lesion and it was noticed that the stent was damaged due to mild calcification. The device was removed and pre-dilatation was performed again at 20 atmospheres. The physician took a 2.50x38 non-bsc stent and deployed at 14 atmospheres. Post-angioplasty angiogram revealed no residual stenosis with timi 3 flow and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred, vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending artery. After engaging the lesion with a 6f ebu non-bsc guiding catheter and crossed with a non-bsc guide wire, pre-dilatation was sequentially performed with 2x10mm and 2.5x12mm non-bsc balloon catheters. Subsequently, the physician advanced a 2.50x28mm promus element drug-eluting stent in a repeated attempt. However, the device was unable to cross the lesion and it was noticed that the stent was damaged due to mild calcification. The device was removed and pre-dilatation was performed again at 20 atmospheres. The physician took a 2.50x38 non-bsc stent and deployed at 14 atmospheres. Post-angioplasty angiogram revealed no residual stenosis with timi 3 flow and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element,mr,ous 2.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 235mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).